Event description:
(B)(4). Device was misplaced into my uterus. Worse pain ever!! Could only lay straight or sat and straight. I knew something was wrong. But the doctors would not listen to me. With this resulting in a hysterectomy.